Event description:
It was reported that the caregiver experienced a failure to deliver insulin during a cartridge change when the pump repeatedly prompted to prime until drops were visible but no insulin was observed; inspection revealed the installed cartridge appeared empty despite being new, and the caregiver later disclosed the cartridge had not been filled prior to installation. Symptoms included no reported adverse clinical effects. Outcomes included restoration of normal pump operation after installing a known pre-filled cartridge from lot 35880, successfully priming until drops were visible, completing tubing connection and infusion set insertion, and confirming proper delivery with the pump operating at low but adequate charge. Investigation included real-time troubleshooting and user education on correct cartridge change and priming steps. Investigation of this case revealed user setup error during supply change, with an empty or unfilled cartridge installed, leading to a temporary infusion interruption; no device mechanical malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect supply change steps.